Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the clips were not loading properly. Another device was used to finish the procedure. No pt injury was reported.